Event description:
A customer reported a cartridge alarm 20 on their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the issue did not occur during the load process and that no similar alarms had been previously reported with this pump. Consequently, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Technical support provided instructions on how to put the pump in storage mode and advised on programming the settings and connecting the continuous glucose monitor to the replacement pump. The customer received a pre-paid return box to send the faulty pump back to tandem and acknowledged the instructions for returning it within ten days to avoid charges. A replacement pump was sent to the customer with a requirement for signature upon delivery.